Event description:
It was reported while using the catheter for an ablation procedure, irrigation leaked from the handle of the catheter. The physician also noted a loss of signal from electrodes 3 and 4 an hour before the leakage was noted. There were no consequences to the pt. Add'l info was requested but not available.

Manufacturer narrative:
One cool path duo catheter was received for eval. Functional testing revealed that pressure dropped during leak test. Ablation simulation testing could not be performed due to leaking through handle. The catheter also failed continuity testing with no continuity to electrode #4 and no ECG signal on electrodes #3 and #4. Water was pushed through the catheter lure toward the tip using a syringe and came out through the catheter handle. The handle was opened and it was found that the saline had leaked inside the handle. After opening the handle it was observed that the saline was returning from the catheter shaft. The catheter shaft was cut 8.0 cm from the handle and strain relief joint. The lumen inside the handle was cut and removed which revealed the lumen broke at the joint of the handle and the strain relief area which caused the leaking. The catheter was also dissected at electrode #4 which revealed that conductor #4 broke at the band spot weld joint resulting in no continuity to electrode #4 and no egg signal from the pair of bands #3 and #4. Review of the device history record confirmed that this lot met mfg requirements prior to shipment.